Manufacturer narrative:
The injection screw was not bent. There is a considerable amount of resistance when the injection screw is being extended and retracted ; this is caused by a broken encoder bond. Unable to perform functional test due to this issue. Cosmetic damage was not observed.

Event description:
The customer reported via phone call that the dose button is difficult to depress and no insulin comes out. Customer primed the insulin pen multiple times and replaced the needles, but the issue was not resolved. Customer stated the screw does not move when they push the dose button. The customer also reported that they experienced high blood glucose. The blood glucose reading was over 400 mg/dl. The customer treated their high blood glucose with manual injection. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.